Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and event information.

Event description:
Related manufacturer reference number: 1627487-2020-23346, 1627487-2021-00802. It was reported that patient's scs system was explanted and replaced with a different manufacturer for unknown reason.